Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 41 mg/dl and customer treated with milk and cheese. Customer indicated that this was a past event that happened about 1 week ago. No further details given.